Manufacturer narrative:
Sections with additional information as of 28-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-101: user used the wrong strip. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 25, 24, 94 and 51mg/dl. The expected fasting blood glucose test result range is 100-125mg/dl. Customer was using meter with incompatible test strips. Test strips used by customer were expired. The customer did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call a back to back blood test was not performed by the customer (using wrong strips). The test strip lot manufacturer¿s expiration date is dec.22, 2018 and open vial date is one month ago. The meter memory was reviewed for previous test result history. Result 1: 25 mg/dl date: (B)(6) 2020 time: 7:00 am fasting, result 2: 24 mg/dl date: (B)(6) 2020 time: 7:00 am fasting, result 3: 94 mg/dl date: n/a time: n/a fasting, result 4: 51 mg/dl date: n/a time: n/a fasting, result 5: n/a.